Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use pump for insulin therapy. Reportedly, the customer uses cold insulin which is considered off label use.